Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019, this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) disconnected from his liberty select cycler (mid-treatment) to go to the hospital (specifics not provided). The cause of patient¿s hospitalization was not provided; however, the patient was discharged on (B)(6) 2019 and returned home to perform ccpd. Subsequent attempts to obtain additional information have thus far proven unsuccessful. Based on the information available, the liberty cycler is disassociated from the event as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the patient¿s hospitalization. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available, the need for a clinical investigation will be reassessed.

Event description:
It was reported that a peritoneal dialysis (pd) patient disconnected from the cycler in the middle of the previous night's treatment because they had to go to the hospital for unspecified reasons. The patient returned home the following day. No further information is available. Multiple attempts have been made to acquire additional information, however, to the date of this report a response has not been received. No products were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.